Event description:
It was reported that a user experienced a libre 3+ sensor pairing failure with the ilet system, after which the agent instructed the user to rescan the sensor and wait for initial readings, and the issue was resolved. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included troubleshooting and education conducted remotely. Investigation of this case revealed that the device pairing failure was addressed through standard rescan procedures and system education, consistent with known user-setup issues without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or a transient cgm communication disruption.